Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician completed an arteriotomy closure using an unspecified perclose device. After the closure, the patient had signs of symptoms of impaired blood flow in her right leg. Eleven months later, the patient underwent a second angiogram that resulted in an arteriotomy closure using an unknown perclose device. After this second closure, the patient showed signs and symptoms of impaired blood flow in her right leg. The patient also experienced increased pain in her leg, increased disability and increased weakness. Later that month and the following month, the patient underwent two separate surgeries to remove the two devices. This medwatch applies to the first device used.